Event description:
The product was used during an unspecified procedure. The tip of the needle broke. The surgeon used another suture to complete the procedure. The hosp has reported that no pt injury occurred.